Manufacturer narrative:
(B)(4). Concomitant medical products- unknown femoral head, unknown acetabular shell, unknown acetabular liner, unknown bone cement. Report source: (B)(6). Customer has indicated that the product will be returning to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent a revision procedure approximately 10 years post-implantation due to fracture of the femoral stem. Attempts have been made and additional information on the reported event is unavailable at this time. No further information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Updated: d6, d10, h2; h3; h6. Reported event was confirmed with product return. Visual inspection identified that the stem was fractured at the proximal end. Damage was observed below the fracture on the medial and lateral side. Sem analysis identified that the fracture surface exhibits thumbnail suggesting fatigue fracture. The fracture appears to have multiple primary and secondary initiation sites located on the lateral edge of the stem as well as around the screw hole and threads. Possible arrest lines observed in the region to the right of the thumbnail. Xrf analysis identified the stem material as nitronic 50 stainless steel alloy; however the detected composition aligns with the requirements for rex 734 stainless steel alloy. Therefore, the material is conforming to print specifications. Review of the device history record and material's receiving inspection report identified no deviations or anomalies during manufacturing related to the reported event. The product evaluation does not affect the final conclusions of previous investigation. Root cause remains inconclusive. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: bone screw, catalog #: 62506520 lot #: 20713700, shell, catalog #: 62005422 lot #: 22021500, zimtron modular head, catalog #: 80110228 lot #: 23435500, trilogy acetabular system liner standard, catalog #: 61055028 lot #: 72620800, cpt hip system centralizer, catalog #: 32833355 lot #: 74294800. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.